Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that packaging damage occurred. A 2.25 x 38mm synergy drug eluting stent was selected for use. However, device was found on shelf with box crushed, packaging damaged, and broken seal. The inner package appeared intact but not sure if the device was compromised inside packaging due to outside damage. Sterility did not appear compromised. No patient complications reported. However, returned device analysis revealed seal compromised.

Manufacturer narrative:
Device evaluation by MFR: the synergy xd mr 2.25 x 38mm stent delivery system (sds) was returned for analysis. Carton label details was examined and revealed blue tab broken, damage and tearing to bottom left corner of box, creasing to back of box, tearing on label, upper left corner damaged, dfu present, and patient info guide present. Pouch label details was examined and revealed inner pouch opened and label ripped. No other issues were identified during the product analysis.